Event description:
The iab was inserted into the pt without a sheath. The guidewire was inserted smoothly. The "autofill failure" alarm sounded from the pump and pumping did not start. The pt had no problems with blood vessels. (Event complications: none from the event-reported 8/10/98.) (Pt's current status: unk-reported 8/10/98.)